Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2026-jan-20, information was received from a patient representative, regarding a patient receiving an unknown drug via an implantable pump. It was reported the patient has had a new handset less than a month and they were gettingservice code 338. The caller also mentioned that it was taking a while to retrieve pump settings. The caller confirmed being stuck at 90%. The agent assisted the caller to clear data and reviewed device function and was able to connect to the pump much faster.